Manufacturer narrative:
This biomet 3i product is not being returned therefore, a physical investigation cannot be done. No conclusion can be drawn. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw fractured.